Manufacturer narrative:
Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, reservoir tube cracked, and bleeding lcd glass. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had physical damage. Customer stated the insulin pump had cracks near reservoir window. No further information provided.